Event description:
In 2008, the patient reported experiencing elevated blood glucose of 240-250 mg/dl for the past 1-2 weeks. She stated that she has had a cold and had gone "a couple of days without eating." She reported that she has also been under an unusually high level of stress due to her husband recently passing away and she became "overwhelmed" with the infusion device. A request for additional training was submitted. Upon follow up on four days later, the patient stated that she became "aggravated" with the infusion device and switched to injection therapy. She was offered assistance with reconnecting to the infusion device but stated that she preferred to wait until her doctors appointment on two days later. Upon follow up on another two days later, the patient stated that she was still on injection therapy and was waiting on further training. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.